Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the doctor heard about a case that a patient was paralyzed after lumbar spine surgery about two months ago. In cases where the powder is sprayed over a wide area for fusion surgery does not seem to be a problem, but the doctor thinks that the solidification also makes difficult to remove by washing if it is sprayed into narrow spaces during decompression, whether in the cervical or lumbar it will solidify and be difficult to wash away. The following information was requested, but unavailable: 1. The initial report mention "the patient had a disability in case of lumber surgery about 2 months ago after the surgery", please clarify the patient consequences?=>unk 2. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. =>unk 3. Please provide lot number =>unk this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lumbar procedure on an unknown date and absorbable hemostat was used. During surgery, the patient had a disability in case of lumber surgery about 2 months ago after the surgery. No adverse patient consequences were reported. Additional information was requested